Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 with abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient did not wear a mask during pd setup and treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg for 4 total doses during this hospitalization. The patient¿s method of renal replacement therapy during this admission was not reported. Final laboratory results taken in the hospital on (B)(6) 2023 showed no growth in the peritoneal effluent fluid culture and a moderate wbc count (exact count not reported). The patient¿s hospital course was otherwise unremarkable, and he was discharged to home on (B)(6) 2023. The patient¿s infection persisted into early(B)(6) 2023 (exact date unknown) due to the patient¿s noncompliance to antibiotic therapy. Following discharge from the hospital, the outpatient clinic prescribed ip vancomycin at 2000 mg (and later 1700 mg) every 5 days for two weeks to the patient for a total of three times following discharge from the hospital. It was estimated the patient¿s last dose of ip vancomycin was on or around 10/oct/2023 when the patient fully recovered from this event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events.